Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the lack of receipt of relevant medical records and/or imaging; event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents.

Event description:
The patient was treated for a fusiform abdominal aortic aneurysm on (B)(6) 2022. A gore (non-endologix) leg was deployed into the right common iliac artery (cia) to the external iliac artery (eia). The afx2 bifurcated stent graft (bsg) and an afx vela suprarenal were deployed. Additionally, an afx limb was deployed between the gore leg and the afx2 bsg leg for reinforcement, and the procedure was completed. On (B)(6) 2026, a suspected type ib endoleak and a suspected type iiib endoleak were identified near the left cia; therefore, reintervention was performed. An additional gore leg was deployed into the left cia-eia and was ballooned. Angiography revealed findings of possible endoleak; therefore, the initially implanted afx2 bsg was relined with a new afx2 bsg per standard procedure via the right access. After deployment of the ipsilateral leg, resistance was encountered during the retrieval of the distal tip. Under fluoroscopy, it was confirmed that the afx introducer sheath had deformed into an accordion-like shape. The afx introducer system and the afx2 bsg delivery system were withdrawn simultaneously, and ballooning was performed. Final angiography confirmed that the endoleak had disappeared, and the procedure was completed without issues.